Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (error c-34) could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that error c-34 occurred on vio dv integrated electrosurgical unit (iesu). The customer was not using CT or another esu simultaneously, and the power cord was connected directly to the power outlet. The tse had the customer power cycle vio dv iesu, but the issue was not resolved. The customer used an external esu to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The procedure was completed with a third-party generator.